Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 330 mg/dl, 150 mg/dl, and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that when the pt turned on their neurostimulator today for 30 minutes, his chest began to hurt and also made him nauseous. He turned all settings down to zero but he felt like his stimulation was still on. The pt programmer verified that his device was on. When the device was turned off (verified by programmer), he felt the same as when it was on. He noted that he only had the device on for 5 to 10 minutes at a time in the past because the stimulation made his incision feel worse. Subsequently, he felt like "someone was pushing on his chest" and "can't breathe." The pt was re-directed to the emergency room for care. Additional information was requested and a f/u report will be sent when it becomes available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.